Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. It was unable to verify the button error alarm due to the blank display anomaly. Device was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that he was pushed into the pool while wearing the insulin pump and then it alarmed button error. The customer let it dry and changed the battery but alarm is recurring and then the display went blank. Fluid could be seen inside the screen. Blood glucose value was 176 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.